Event description:
A us distributor contacted zoll to report that a patient developed a pressure point under the lifevest equipment. Patient described the area as a painful pressure point under the right electrode from pressing into the skin. There was no alleged device malfunction contributing to the pressure point. The patient¿s physician advised temporary removal of the device to allow the pressure point to heal. Follow up indicated that the pressure point improved.